Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station on disconnected mode and orders were not crossing over. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not connecting to the server and not communicating. A field service engineer (fse) found that the device ethernet cable was plugged into the wrong port and changed the port, then device connected to the internet and was available for remote support service (rss) access. Fse escalated the issue to technical support specialist (tss) who dialed in and confirmed that the station was connecting to server but had issues in data sync. Tss applied knowledge article, sync 2.0 download failure-sequence contains more than one element - duplicated pended medication and proceeded with full sync and verified sync status was current on sync information 2.0 with no error. Verified disconnected mode and critical override cleared from the screen and customer verified functionality. The system functioned as intended after the field service engineer repaired and technical support specialist troubleshot the device.